Event description:
During a-fib procedure with cryo, using a 12mm lasso catheter in the lipv, the catheter became caught in the backside of the mitral valve. The catheter was dislodged with the assistance of the thorax surgeon. The patient had mitral insufficiency as a result ot this event. The patient is stable. The catheter was reportedly resterilized multiple times.